Event description:
Hcp reported the pt presented in 2004 with symptoms including a 27 lb. Weight gain over a 2 month period, agitation, nausea, and not sleeping well. The pump dose decreased in 2004. It is planned to be decreased again next week to see if the pt's symptoms resolve. The hcp noted the symptoms cannot be conclusively linked to the drug therapy system since the pt has a very complex medical history. Pt outcome is ongoing. A follow up report will be send when additional info is obtained.